Event description:
It was reported that the intraocular lens (iol) haptic was broken during injection into the patient's operative eye. No further details provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown, as information was requested but not provided. Explant date: not applicable, as there is no indication that the lens was implanted. Initial reporter email address: unknown, as information was requested but not provided. Initial reporter telephone number: (B)(6). Device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.